Manufacturer narrative:
Additional information d4 serial number: (B)(6). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported the catheter was difficult to irrigate. It was reported that during the preparation of a re pulmonary vein isolation (pvi) procedure to treat a paroxysmal atrial fibrillation (paf), an intellanav stablepoint open-irrigated catheter was selected for use. It was not possible to flush the catheter. No error messages displayed. Tubing sets were replaced but the issue persisted. Catheter was replaced and the issue was resolved. Procedure was able to be completed successfully without any patient complications. Catheter is expected to be returned for further analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported the catheter was difficult to irrigate. It was reported that during the preparation of a re pulmonary vein isolation (pvi) procedure to treat a paroxysmal atrial fibrillation (paf), an intellanav stablepoint open-irrigated catheter was selected for use. It was not possible to flush the catheter. Tubing sets were replaced but the issue persisted. Catheter was replaced and the issue was resolved. Procedure was able to be completed successfully without any patient complications. Catheter is expected to be returned for further analysis.

Manufacturer narrative:
Intellanav stablepoint open-irrigated catheter was evaluated by boston scientific. Visual inspection did not note any defects. A functional test was performed; the steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. The device lumen was leak tested using an isaac hd leak tester (pressure decay test system) and a touhy bourst seal for sealing the irrigation holes and mini electrodes. The lumen pressure decay was measured three times. The unit passed the test without problems. Finally, the device was connected to a metriq pump for a flow test and was purged at 60 ml/min. All six irrigation ports flow freely. The pump was programmed to 30ml/min and the device was irrigated for 5 minutes without any errors or pump messages. Laboratory analysis was unable to confirm the reported clinical observation of difficult to irrigate. Device was found within specifications.

Event description:
It was reported the catheter was difficult to irrigate. It was reported that during the preparation of a re pulmonary vein isolation (pvi) procedure to treat a paroxysmal atrial fibrillation (paf), an intellanav stablepoint open-irrigated catheter was selected for use. It was not possible to flush the catheter. No error messages displayed. Tubing sets were replaced but the issue persisted. Catheter was replaced and the issue was resolved. Procedure was able to be completed successfully without any patient complications. Catheter was returned to boston scientific for laboratory analysis.